Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the zoom focus ring is stuck, and the device cannot zoom in or out, was confirmed. It was further found that there was moisture inside the optical system and also that the lenses were broken. However the repair of the device was declined as the repair cost exceeds the purchase price. The root causes of the identified failures were found to be incorrect handling of the device or a possible fall. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder repair procedure on (B)(6) 2020, it was observed that the zoom focus ring on the coupler ac zoom device was stuck that it would not zoon in or out. During in-house engineering evaluation, it was determined that the lenses were broken on the device. Another lie device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.